Event description:
It was reported after a left internal carotid artery (ica) procedure at the c6 segment in (B)(6) 2017, second day postoperatively the patient suffered an acute in-stent thrombosis withing the implanted subject stent. Arterial thrombolysis was performed and subsequently the patient became disabled. No further information is available.

Manufacturer narrative:
Outcomes attributed to ae: updated. B5 executive summary: updated. Clinical signs code grid: added 'speech disorder and paresis. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the subject device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the subject device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'the physician performed balloon dilation and stent placement for treatment. After successful general anesthesia, a 6f arterial sheath was inserted through the right femoral artery. Subsequently, a 35 super-slippery guidewire, a 5f multi-functional angiographic catheter, and a 6f guiding catheter were inserted along the sheath. Under the guidance of the guidewire and multi-functional catheter, the tip of the guiding catheter was successfully superselected to the distal end of the c1 segment of the left ica. The physician then withdrew the guidewire and multi-functional angiographic catheter and advanced a guidewire along the guiding catheter. The guidewire successfully passed through the stenotic segment at the c6 segment of the left ica, with its tip placed in the m3 segment of the left mca. A gateway 2.5mm-15mm balloon was inserted along the guidewire. After the balloon was delivered to the stenotic site, the physician inflated the balloon with a pressure of 8 atm to pre-dilate the stenotic lesion. After dilation, the balloon pressure was released, and the balloon system was withdrawn. A wingspan 3.5mm-15mm stent was then inserted along the guidewire to the stenotic site and successfully deployed after accurate positioning. Hand-pushed angiography showed that the stent completely covered the stenotic segment, with good apposition, forward blood flow of grade 3, no in-stent thrombosis, and good visualization of distal vessels. The physician then withdrew the stent delivery system, guidewire, and guiding catheter, concluding the procedure. On the second day postoperatively, acute in-stent thrombosis occurred, and arterial thrombolysis was performed. The patient subsequently became disabled'. It was clarified in the follow-up replies that the disability which the patient suffered is permanent in nature. In addition, when asked if there were any difficulties encountered during the procedure that could have contributed to the patient¿s disability, the reply was 'no'. An assignable cause of anticipated procedural complication will be assigned to the reported 'patient vessel thrombosis' and 'patient neurological deficit', as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported after a left internal carotid artery (ica) procedure at the c6 segment in (B)(6) 2017, second day postoperatively the patient suffered an acute in-stent thrombosis withing the implanted subject stent. Arterial thrombolysis was performed and subsequently the patient became disabled. No further information is available. Update: received additional information stated that the patient experienced with paroxysmal slurred speech, and weakness of right-sided extremities. Conditions at discharge: the patient did not complain of any discomfort, and had passable spirits, sleep quality and appetite, and normal bowel movement and urination. Physical examination: t: 36.0 centigrade; p: 65 bpm; r: 18 bpm; bp: 128/86 mmhg. Nspe: the patient had clear consciousness and motor aphasia. The bilateral pupils were equal in size and roundness; with the diameter of about 3.0 mm. The eyeballs moved freely in all directions without nystagmus. The bilateral forehead wrinkles and nasolabial folds were symmetrical. The tongue protruded to the right side. The muscle strength was graded class v and the muscle tension was normal in left-sided extremities, while the muscle strength was graded class IV and muscle tension was normal in right-sided extremities. The patient did not cooperate in the coordination movement of right-sided extremities, and the examination of memory and calculation. The babinski's sign was positive (+) for the right side and negative (-) for the left side.

Manufacturer narrative:
B1 adverse event/product problem - updated. B2 outcomes attributed to ae - updated. H1 type of reportable event - updated. H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - updated. D4 lot number - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'moderately tortuous'. It was clarified in the follow-up replies that the disability which the patient suffered is permanent in nature. In addition, when asked if there were any difficulties encountered during the procedure that could have contributed to the patient¿s disability, the reply was 'no'. An assignable cause of anticipated procedural complication will be assigned to the reported events: 'patient vessel thrombosis', 'patient neurological deficit' and 'patient medical or surgical intervention required', as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported after a left internal carotid artery (ica) procedure at the c6 segment in (B)(6) 2017, second day postoperatively the patient suffered an acute in-stent thrombosis withing the implanted subject stent. Arterial thrombolysis was performed and subsequently the patient became disabled. No further information is available.